Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump alarm occurred, specific alarm or malfunction could not be verified. The customer's blood glucose level was "high", specific value was not provided. The customer administered a correction bolus via the pump and continued to use the pump for insulin therapy.